Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 30091375.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the burr hole cover (bhc) site. The physician extended out the incisions to better close the skin over the implants and the sites were washed out. The physician indicated that the presence of the bhcs led to the skin erosion.